Event description:
In 2005, the medical center contacted baxter technical service to report an arena machine that did not take blood pressure readings during a hemodialysis treatment. The patient lost consciousness and was hospitalized.